Event description:
During clip prep it was noticed that the clip was leaking fluid where it should not be. Clip was never placed in patients body.

Event description:
During clip prep it was noticed that the clip was leaking fluid where it should not be. Clip was never placed in patients body.